Event description:
Event description guidant received information that this (model 0148) implantable transvenous defibrillation lead was surgically abandoned and replaced due to increasing rate/sense impedance. The first attempt to replace the lead was unsuccessful (model 0158), as the helix would not extend after repositioning the lead three times. When the lead was withdrawn from the patient's vasculature, damage indicative of a fracture was noted. An atrial lead was also not used, as damage was inadvertinly induced during the attempted implant procedure.